Event description:
During an acl surgery, the pt's leg swelled due to the arthroscopy pump delivering fluid into the joint at a high pressure. It was also reported that there was difficulty using the cross pin fixation system and that the procedure was aborted after 4 hours. As a result of the above, the pt was sent to the hospital ER, admitted overnight and had a vascular consult. It was reproted that the acl surgery was completed two weeks later and the pt is doing fine.